Event description:
It was reported that patient presented with muscle stimulation. Upon interrogation, the right atrial lead was seen to have dislodged, exhibiting loss of sensing. The lead was explanted and replaced on (B)(6). The patient experienced no adverse effects from the procedure.